Manufacturer narrative:
A bci field service engineer (fse) inspected the system and indicated the system was up to date on modification and maintenance. The fse could not find any ise (ion selective electrodes) module problems. No repair was performed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na) and chloride (cl) results generated by unicel dxc 600 pro synchron clinical system for one patient. The results were reported out of the laboratory.repeat testing produced higher results. No effect to the patient was noted.